Event description:
It was reported that, this right ventricular (rv) lead exhibited low pacing impedances out of range. Upon reviewed, there were found several procedures seen with the device programmed to monitor only. There was no noise, nor other out of range measurements. A possibly fluid retention was suspected. The technical services (ts) recommended a high-resolution x ray troubleshooting to evaluate lead position and possible fluid retention around the heart and lungs that could result in a low impedance and discussed other troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.